Event description:
Fractured patella poly resulting in metallosis throughout knee joint and poor patella tracking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.